Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The chronic total occlusion (cto) target lesion was located in a coronary artery. A 2.50x38 synergy ii drug-eluting stent was advanced to the lesion. However, the stent hung up on the proximal edge of the non-bsc guide extension catheter and pushed the stent off from the balloon but the dislodged stent remained on the delivery system. The stent delivery system was removed from the patient and exchanged the non-bsc guide extension catheter with an 8fr non-bsc guide extension catheter. The procedure was completed with a another 2.5x38 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.